Event description:
It was reported that this pacemaker exhibited low out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead, and the pacemaker triggered to lead safety switch (lss) to unipolar mode. Oversensing of noise was also determined, which led to inappropriate storage of atrial tachycardia response (atr) episodes as a result of the unipolar configuration post-lss. Additionally, there were concerns regarding the premature battery depletion of the battery of this pacemaker, decreasing from 6 years to 3.5 years in a few months. Which was suspected to be caused by internal corrosion. Troubleshooting options were recommended and a request was made to have data from this device analyzed. The analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced, while the ra lead remains in service. No additional adverse patient effects were reported.